Event description:
The advocate called on behalf of a (B)(6) customer and wanted assistance with performing control tests using the customer's contour system. The advocate performed 2 control tests and received results of 16.2 and 0.6 mmol/l. The normal control range was not provided, but should be around 5.9-8.2 mmol/l. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.